Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, displayed a charge time measurement of 10.2 seconds and a monitoring voltage measurement of 2.59 volts. There was a concern that the battery depleted earlier than expected. An auto capacitor reformation was done. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. As new information would become available, this report will be further evaluated and updated.